Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical service (ts) for review. Ts confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical service (ts) for review. Ts confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: it is currently unknown as to whether this device is available for return. Despite good faith efforts to obtain product return, no further correspondence has been received. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.